Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) on 20-sep-2016 regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had fallen and was getting stimulation that cut in and out and was not covering the right leg. Diag nostics/troubleshooting performed included an impedance check which revealed electrode 3 and 4 were out of range, which also seemed to change with movement. Environmental/external/patient factors that may have led or contributed to the issue included the patient's fall and the patient bending and lifting at work. Interventions/actions taken included reprogramming, but the rep was unable to cover the lower right leg and mostly covered the ribs. The issue was not resolved at the time of this report. The patient's status at the time of the report was list as "alive with no injury." It was unknown if surgical intervention had occurred, but the patient was thinking about having the device explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the patient's healthcare provider that the onset of low back pain experienced by the patient was noted to be dull and aching. The symptoms were occurring all the time and worsening. It was noted that before the patient's fall, their device had helped their pain substantially. The healthcare provider explained that the issue had not been resolved, and they were sending the patient for a paddle lead.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Review of information received from the health care professional (hcp) on (B)(6) 2016 indicates that it was reported that the patient was put under fluoro and their left lead had moved down a half of a vertebral body to the mid body of t7. The patient may have moved their leads over to the left also. The patient did not feel adequate stimulation in the right leg after reprogramming; therefore, they were going to have a manufacturer representative reprogram the system. Impedances on the contacts were also out on the right. Additional information was reported from a caller from an MRI facility on (B)(6) 2017. It was reported that one of the patient¿s leads moved and the patient¿s scs had been turned off since (B)(6) 2016 by the hcp and manufacturer representative. The implant was not on. No impedance measurements were taken at the time of the call. The caller reported that the patient did not have their patient programmer with them. The patient was having an MRI.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.